Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4)

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has altered color perception. The consumer reported he works in textiles and is sensitive to differences in color. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.